Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional (coronary) procedure. Reportedly, the suture did not catch. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Device was to be returned for evaluation; however, it was inadvertently misplaced during transit. Without the product a physical examination could not be performed, which limited the scope of the investigation. No determination can be made as to the contributing factors to the reported discrepancy. Suture may not catch due to a number of factors including, but not limited to, failure to capture, or incomplete capturing, or not capturing the tissue at all during needle deployment. Patient anatomical conditions such as frail tissue may cause this mode of failure as well. However, it cannot be confirmed whether these factors played a role in the event, as the device was not returned for investigation. A review of the finished product lot history record revealed no nonconforming material record associated with this lot. In addition, a query of the complaint-handling database was performed and there has been no other incident reported for stitch not catching with this lot number. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.